Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient's wife stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:20 a.m., a sample from the patient was tested on the meter resulting as 4.6 inr. A sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value around 3 inr. The patient's wife could not remember the specific laboratory value. The patient was not sure which lot number of strips were in use at the time of the event. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.5 - 4.0 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dosage changes based on his inr readings. The patient has had no new medications, no diet changes, an no illnesses. The patient does not have bleeding or bruising. The patient did not recall whether internal quality controls had passed on the meter. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips ((B)(6)) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.